Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred and pump display turned off. Customer plugged the pump, pump display turned on, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Customer¿s blood glucose level was 200 mg/dl.